Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned have been analyzed. The analysis of the available iegms confirmed the presence of noise in the right ventricular and farfield channels, as mentioned in the complaint description. Based on the information available for analysis, the root cause of the noise could not be conclusively determined. However, the integrity of the lead cannot be assured. For a root cause investigation, an analysis of the lead itself would be required. Should the lead itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 116 months after the implantation, ventricular oversensing was reported.